Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation concerning a left ventricular assist device (lvad) fault alarm the patient had at the clinic. The patient stayed in the clinic until diagnostics were confirmed. The event log file recorded an lvad_internal_fault alarm flag associated with an (f46) eeprom_communication_error lvad fault flag at (B)(6) 2025 11:11:44. The exact cause of the fault could not be determined by the data recorded in the log files. It was suspected that this event may have been due to an electrostatic discharge event. The lvad reset was completed after a risk/benefit discussion with the patient. This appeared to have cleared the alarm. Post reset log files were sent for review. There were a few lines of new data recorded after the pump reset. The recorded data indicated that the equipment was operating as intended. The event log did not display any alarms or unusual events post driveline_disconnect / reconnect on (B)(6) 2025 at approximately 12:06 pm. There were no other unusual events for the remainder of the log file history.

Manufacturer narrative:
Section h6 - medical device problem code: corrected manufacturer's investigation conclusion: review of the submitted log files confirmed the reported lvad internal fault alarm; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 11jan2025 through 14jan2025. An lvad internal fault alarm was captured on (B)(6) 2025 and remained active until the driveline was disconnected the same day. The driveline was reconnected shortly after, following which, the lvad internal fault alarm cleared, and the pump resumed operation at the fixed speed without issue. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook outline system alarms, including the lvad fault alarm, and the recommended actions associated with these events. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.